Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement. A defibrillation threshold (dft) test was completed. This device system remains in service. No additional adverse patient effects were reported.